Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench. The cause of the bvvi was due to an anomaly with an integrated circuit in the device hybrid.

Event description:
It was reported that the patient presented in clinic for follow up. The implantable cardioverter defibrillator could not be interrogated and was suspected to be in backup vvi operation. The device was explanted and replaced. Patient was in good condition.